Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Adverse event problem: imdrf device code a0501 captures the reportable event of distal tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the colon during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the tip fell off in the patient. A basket was used to remove the needle tip and the procedure was completed with another injection gold probe needle. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the colon during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the tip fell off in the patient. A basket was used to remove the needle tip and the procedure was completed with another injection gold probe needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0501 captures the reportable event of distal tip detached. Block h10: investigation results. One injection gold probe was received for analysis. Media analysis of the returned device found that the tip of device was not returned. Therefore, it was detached. Visual analysis of the returned device found the working length kinked in two different sections. No other device problems were noted. The reported event of "distal tip detached" is confirmed since the distal tip was not returned. It was determined that the distal tip was detached from the catheter and the working length kinked. It is most likely procedural factors as lesion characteristics, handling of the device, the interaction with the scope or the technique used by the physician, could have resulted in the damages encountered in the device. Device analysis found the distal tip was not returned and the working length was kinked during visual and media tests. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.